Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in sweden underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. During a home visit by nurse after the placement, the patient reported that the stoma has been exuding since surgery. Since (B)(6) 2016, patient experienced swelling, induration, and redness that measured 5x5 cm on the left side of stoma. There was no tenderness or fever. Patient was referred to health care practitioner for infection control. Patient was hospitalized between (B)(6) 2016 with an abscess at the side of the stoma. The abscess was debrided and was treated with daily tamponade and sodium chloride by the health care center. Patient was treated with antibiotics ciprofloxacin and flucloxacillin (heracillin) for 10 days. The duodopa treatment is ongoing and it works well. In (B)(6) 2016, it was reported the stoma is being cleaned every 2 days by health care and is healing well.